Event description:
It was reported that episodes of non-sustained rv oversensing were observed. Review of the episodes revealed intermittent ventricular oversensing. Far p-wave oversensing was suspected. Instances of post-paced t-wave oversensing were observed. Programming changes were recommended, but no programming changes were made.